Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultramini meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016, 7:00pm the patient was unable /unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that 1 minute after the alleged issue began she developed the symptoms of stress and upset stomach. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.